Event description:
Reporter is pt who states that she's been seen twice in the last couple weeks for vision loss, and a new prescription for corrective lenses for which she feels has been caused by the use of the amo prod. Reporter purchased 6 weeks ago, first treatment was to her right eye. She experienced redness, light sensitivity and irritation. She'd fallen asleep with her contacts on and attributed her symptoms to that. However, after eyes cleared, she resumed new contacts and then her left eye became symptomatic. And she has another appointment pending